Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for eval. The investigation is currently underway.

Event description:
It was reported that after advancement and then retraction of a balloon expandable stent in the right common iliac artery, the stent detached from the balloon prior to an inflation. An attempt was made to advance the balloon back through the stent; however, the stent was pushed partially into the aorta. Another balloon was used to captured the detached stent and pull it back to the intended treatment site without further incident. There was no reported pt injury.